Event description:
The customer reported a leak of diluent from the coulter lh 780 hematology analyzer. The customer was unaware of where the leak originated from and could not specify the volume of the leak. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered two sources of leaks from the instrument. The fse found a leak from the red striped tubing which provides a path through pinch valve vl59 at fitting 170. The fse replaced the red striped tubing to resolve the leak. The fse also discovered a leak from pinch valve vl98 and proceeded to remove and clean the valves and replaced the associated tubing. The fse then found that the actuator was stuck open on pinch valve vl98 and proceeded to replace vl98 actuator to resolve the second leak. The fse verified the repair as per established procedures and results met published specifications. (B)(4).